Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer alleged that his blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using an in-house contour next ez meter with the in-house contour next test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the contour next ez meter (serial # (B)(6)) and no manufacturing anomalies were found.